Event description:
It was reported by service report that the siderails will not lock in the up position. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Conclusion - siderails cleaned and lubricated.